Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 5189208. The customer returned isolates, binary files and phoenix generated lab reports for the investigation. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolates staphylococcus saprophyticus 925, s. Saprophyticus 469 and staphylococcus epidermidis on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is unable to be confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient urine isolate (staphylococcus saprophyticus) was misidentified as staphylococcus aureus. The user verified the final result using coagulase, repeat testing and vitek®. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient urine isolate (staphylococcus saprophyticus) was misidentified as staphylococcus aureus. The user verified the final result using coagulase, repeat testing and vitek®. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.